Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 204. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was showing service code 204 when connected to an electrode belt. Upon evaluation there was an intermittent connection at component y402 on the ca board. Y402 is an smd crystal oscillator that is necessary for monitor-electrode belt communication. The root cause for the improper seating of y402 could not be positively identified. No adverse event occurred due to the defective component. The last pt to use this monitor did not report any problems.